Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges. Blood glucose was 112 mg/dl. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding alternate insulin therapy.